Event description:
It was reported that the bd safetyglide¿ needle only, 25 g was clogged. The following information was provided by the initial reporter: unable to prime needle

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary no samples or photos received by our quality team for evaluation. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. During review of the process, process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Event description:
It was reported that the bd safetyglide¿ needle only, 25 g was clogged. The following information was provided by the initial reporter: unable to prime needle.